Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty controlling blood glucose (bg). Customer reported bg was "not the pump's fault"and was impacted by stress/hormones more than food. However, customer attempted to find a pattern to resolved bg, did not find one. No additional information was provided.